Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use current pump.